Event description:
As reported, customer reported with an issue of "it indicates error b30 when connecting it to the video processor. It is the only bronchoscope that connected to that video processor. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Address- full name of the establishment is (B)(6). The subject device was evaluated. Device evaluation noted an error b30 appears, no image when connecting to video processor. Debris, foreign material corrosion on the electric contact part of the scope video connector noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, corrosion, and trace of water invasion inside scope connector were confirmed. This may have occurred due to moisture or water that invaded the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged.¿ // reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.